Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 29 jan 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported via point of care pharmacovigilance that the patient's mother called from a&e because she claimed the peg was infected. Per the patient's mother, the patient was in the hospital last week and was put on antibiotics for seven days, but the infection never cleared and was still "oozing out blood and yellow stuff." The mother confirmed that the patient had been seen by a peg nurse. Per additional information received from the reporting facility on 17 jan 2020 that they were unable to get any further information from the patient's mother, as she was very stressed while in a&e. No further details are available.